Manufacturer narrative:
The customer noted that the replacement power cord solved the issue.

Event description:
It was reported to philips that the customer requested just a replacement power cable with no engineer evaluation. There was no reported patient involvement/adverse patient impact.